Manufacturer narrative:
(B)(4) additional surgical procedure is not specifically addressed in the IFU. (B)(4) migration is addressed in the IFU. The zenith device has completed design control requirements, showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. Initial repair was performed on (B)(6) 2009. Follow-up performed on (B)(6) 2011 showed that the contralateral (right) iliac leg migrated. By report, the sealing stent of the complaint device was "not fully placed" in the right common iliac at the 1 month follow-up. The cause of insufficient sealing is unk. Pt anatomy or a planning and sizing issue are possible contributing factors. Another manufacturer's stent graft was extended into the external iliac to establish the distal seal. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). This risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
An (B)(6) male pt underwent initial aaa repair on (B)(6) 2009. He had second repair on (B)(6) 2011 because a follow-up CT taken in early (B)(6) 2011 showed that the contralateral (right) iliac leg migrated. The final confirmatory angiography at the initial repair showed no problem, and the pt's anatomical form seemed to be suitable for the initial repair although his status at that time was not confirmed before the second repair. To resolve the migration, another manufacturer's 12mm x 14cm endoprosthesis was additionally placed to the original right iliac leg to reach the eia. Also, another manufacturer's (23mm x 3.3cm) aortic cuff was additionally placed to avoid the same thing from occurring to the left iliac leg. The operation was completed successfully. There has been no pt outcome provided after the operation and no images are available.